Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow up information received on 30-jul-2015: follow-up attempts have been completed, with no response to date. Case considered closed. Company causality comment: this medically confirmed, spontaneous case report; refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and an ultrasound/CT scan showed the right coil was in the endometrial cavity; this coil was removed by hysteroscopy. The reported event was considered serious, due to medical importance and is listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or migration (distal fallopian tube or peritoneal cavity) and can result in pain and bleeding. In this case, the patient presented pain with menses and a device expulsion was diagnosed. Although the exact mechanism of this event is unknown; given its nature, causality with the suspect insert cannot be excluded. Additionally, the non-serious event infection (unspecified) was reported. This case was considered an incident, due to the required medical intervention for essure removal. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit. Despite follow-up attempts no further information was obtained.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on 17-apr-2015 which refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for sterilization (lot number 9630 with expiration date in sep-2011). On (b)() 2011, a hysterosalpingogram (hsg) was done and showed bilateral occlusion. On an unspecified date, the patient came in to see the nurse practitioner for extreme pain with menses and was scheduled to see her medical doctor but ended up going to the emergency room instead. She had an ultrasound and CT scan and the right coil was found in the endometrial cavity. She had an infection, which was treated (medication reported as unknown) and a hysteroscopy was done to remove the coil in the endometrial cavity on (B)(6) 2015. According to the physician, the left essure looked good on ultrasound and CT scan. The doctor planned to do an hsg when the patient was recovered to make sure both sides were occluded. Follow-up on 20-apr-2015: no new clinical information was provided. The product technical complaint (ptc) investigation and final assessment were received on 23-apr-2015. (B)(4). Final assessment the reported lot number 9630 provided was assessed as invalid by rqu (responsible quality unit). Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No valid batch number was reported. The ae case refers to the lot number 9630, which is invalid according to the rqu. Without valid batch information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report; refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and an ultrasound/CT scan showed the right coil was in the endometrial cavity; this coil was removed by hysteroscopy. The reported event was considered serious, due to medical importance and is listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or migration (distal fallopian tube or peritoneal cavity) and can result in pain and bleeding. In this case, the patient presented pain with menses and a device expulsion was diagnosed. Although the exact mechanism of this event is unknown; given its nature, causality with the suspect insert cannot be excluded. Additionally, the non-serious event infection (unspecified) was reported. This case was considered an incident, due to the required medical intervention for essure removal. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.